Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported that the patient ((B)(6)) developed a hematoma at their femoral access site following a heart failure sensor implant procedure. In addition, imaging was taken and showed an arteriovenous (av) fistula in front of junction of vena saphena magna. No treatment was required.

Event description:
Follow up revealed that the patient is in stable condition and taking regular readings.

Event description:
Follow up revealed that the patient had experienced right leg swelling and bruising initially after implant. The issue has since been resolved.